Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the right radial artery. The 80% stenosed, 2.75x15mm, eccentric and de novo target lesion being treated was located in the mildly calcified, moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm semicompliant balloon leaving 30% residual stenosis. The 3.00x16mm promus element stent delivery system (sds) was advanced to the rca and it was noted that the stent moved on the balloon while trying to position the device. An attempt was made to withdraw the device into the 5 french guide catheter as one unit however the stent came off of the balloon and remains in the right radial artery. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.